Event description:
It was reported that the patient underwent a posterior spinal fusion at t2-ilium to treat degenerative scoliosis. It was reported that the tip of the driver broke during use. The fragment was removed no patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Additional info: the visual analysis reveals that the break off driver has broken off a distal most through slot. The break is angular. Microscopic review reveals ratchet marks consistent with the driver being in torsion at the time of the failure.